Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2013, the distributor contacted animas, alleging that the ok button was unresponsive. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow up #1 02/03/2014. Device evaluation: the pump has been returned and evaluated by product analysis on 1/17/2014 with the following findings: no defect found with the pump. A visual inspection confirmed that the keypad button cover was intact to the base with no evidence of peeling. Testing confirmed that all keypad buttons were responsive as normal. No contamination was visible on any of the key contacts. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.